Event description:
The customer reported the ventilator failed during extended self testing (est), due to exhalation pressure outside range. The ventilator was not in use on a pt; therefore, there was no pt involvement or harm. The respironics service technician was unable to duplicate the reported problem, initial est passed; however, the service technician reported a code was noted in the ventilator diagnostic log that verified the customer reported problem. Upon evaluation of the ventilator. The service technician observed a pressure tubing to the sensor pcb was kinked. During normal operation, an out of specification exhalation pressure could be detrimental to the patient. The service technician repositioned the transducer tubing to correct the problem. Performance verification testing was completed and the unit passed per operating specifications.

Manufacturer narrative:
Na